Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump never worked. The pt went to see another doctor and that doctor found that the pump was upside down, there was no pocket for the pump, and the catheter was wrapped around the pump. The pt wanted to have their pump removed, but as of the time of the call, was having a hard time finding a doctor to remove the pump. The drug was not known at the time that the event was reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.